Event description:
Patient was revised due pain, fluid collection, some tissue damage, metallosis and osteolysis. (B)(6), 2012- patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate slight corrosion on femoral neck. The stem was added to complaint.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(4) 2013.

Event description:
Patient was revised due pain, fluid collection, some tissue damage, metallosis and osteolysis. Update medical records were obtained and indicated slight corrosion on femoral neck. Update litigation alleged the patient suffered pain, swelling, inflammation, metallosis, infection, damage to surrounding bones and tissues, decreased mobility and exposure to excessive levels of chromium and cobalt as a result of the implanted asr hip.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Manufacturer narrative:
Depuy still considers this investigation closed. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.